Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown; device manufacture date: unknown. (B)(4). Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the available information we are not able to identify a root cause at this time. Rationale: based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported that coring and leakage were observed on 9 occasions while using protector p14j. The following information was provided by the initial reporter: this is a report about coring with the use of p14j. In a meeting with msd, which is the manufacturer of keytruda, bd obtained the following information: a total of 35 issues occurred during the use of keytruda and p14j. Of the 35 issues, 25% was coring and 75% was leakage from the connection between the p14j and vial.